Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited noise oversensing, which resulted in pacing inhibition. The atrial lead was capped and replaced on (b)(6) 2026. The patient remained stable throughout the procedure.